Manufacturer narrative:
Request has been made to obtain the product. Eval is pending upon the return of the product.

Event description:
On 26 oct 2007, the distributor reported that one hour after surgery the surgeon had to do a revision to remove one screw that needed some readjustment. The surgeon used the revision handle and screwdriver to unlock the nut from the screw, but was unsuccessful in removing the screw. The surgeon completed the surgery without revising the screw.